Manufacturer narrative:
Additional information :correction: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) 2.5mm coupler units experienced dislodging when the surgeon attempted to attach the vessel to the spikes of the coupler. The surgeon attempted twice to attach the vessel to the spikes of a coupler; however, after the second coupler failed, the surgeon used a third coupler from a different lot number and the issue was resolved. There was no patient injury or medical intervention associated with this event and the patient is doing well. No additional information is available.